Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s operative complication. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia repair procedure the mcs instrument could not be removed secondary to tissue that was pinched between the cannula and the shaft of the instrument. At that time the surgeon had to cut the pinched tissue, in order to remove the mcs instrument. The tissue that was cut and removed was not part of the planned surgical procedure. At this time, the root cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue was stuck between the cannula and the instrument on the patient side manipulator 1 (psm). The customer reported that a message ¿ arm not ready¿ was displayed and the surgeon could not remove the instrument. The tissue that was pinched had to be cut in order to remove the instrument. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr reported that the tissue was pinched between the cannula and the instrument. The csr suspected that the cannula and the instrument were too close to the abdominal wall, and the tissue got pinched when the instrument was moving in and out of the cannula. The csr stated that the instrument in use was the monopolar curved scissors (mcs.) When the surgeon asked the first assist to remove the mcs instrument, there was resistance. It was then identified that at the shaft of the mcs instrument peritoneum tissue was pinched between the instrument and the cannula. Since it was difficult to retract the instrument, the surgeon had to cut a little bit of the pinched peritoneum in order to remove the mcs instrument. The csr confirmed that the wrist of the mcs instrument was straightened and the surgical assist had to apply extra force to remove the mcs instrument. The csr confirmed that the peritoneum that was cut and removed was not part of the planned surgical procedure. However, there was no other medical intervention rendered to the patient. There is no video recording available for review. There was no allegation of a malfunction of the mcs instrument since the instrument was used for the remainder of the procedure with no further issues reported.